Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an out of range signal on (B)(6) 2014. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The returned receiver was visually inspected and no defect was found. A review of the receiver data log confirmed a hardware error code. This complaint was deemed reportable upon completion of device evaluation on (B)(4) 2014.